Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar cautery instrument had a part of the previous instrument. A new sheath could not be put on. The instrument was removed and replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this instrument was given to the sterile field with the piece already missing. No pieces fell into the patient.

Manufacturer narrative:
The monopolar cautery instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a sheath coextrusion lodged at the tube adapter. Additionally, the instrument was found to have a broken electrical contact. The broken piece, measuring approximately 4.518mm x 0.813mm in size, was not returned with the instrument. Due to the broken electrical contact, a detached fragment was observed that was not returned with the instrument. The instrument was found to have a bent electrical contact. The instrument was found to have a cracked tube adapter. The complaint was confirmed by failure analysis. The probable root cause is attributed to either tip accessory installation issues or damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can cause a component to be lodged from the disposable monopolar cautery tip into the tube adapter.